Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: non-conformance filling level. Information received by email on (B)(6) 2019: there was no damage to the patient/health professional. There was no exposure of blood to the skin or to the mucous. The sample was discarded by the customer. The defect informed by the customer is that the tube did not fill until the indicated mark and it is not between the acceptable error (+- 10% of the volume).

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: non-conformance filling level. Information received by email on 8/23/2019: there was no damage to the patient/health professional. There was no exposure of blood to the skin or to the mucous. The sample was discarded by the customer. The defect informed by the customer is that the tube did not fill until the indicated mark and it is not between the acceptable error (+- 10% of the volume).